Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded by the facility. The device history record cannot be reviewed. (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation and subsequent death occurred while using a csi coronary orbital atherectomy device (oad). The target lesion was heavily calcified and was 15mm-20mm in length. It was located in the proximal left anterior descending (lad) artery which had a reference vessel diameter of 3mm. During treatment with the oad, the patient moved suddenly on the table so the physician stopped treatment. Angiography revealed a perforation and the patient status started to decline. CPR was performed with no success and the patient was sent for emergency surgery, but expired. Three requests for additional information have been made, but none has yet been received.